Event description:
It was reported that a peritoneal dialysis (pd) patient passed away of natural causes while connected to the cycler. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported this patient expired at home. The patient was found by family while connected to the liberty select cycler. It was unknown if emergency services were activated; however, it was stated the patient was previously placed on hospice for declining health and complications from parkinson¿s disease. During hospice care, the patient was able to undergo ccpd therapy with low fill volumes for comfort at home. The cause of the patient¿s death was not reported to the outpatient clinic, but it was believed the patient expired due to complications from parkinson¿s disease and overall declining health that was unrelated to pd therapy. Additionally, it was confirmed the patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away of natural causes while connected to the cycler. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported this patient expired at home. The patient was found by family while connected to the liberty select cycler. It was unknown if emergency services were activated; however, it was stated the patient was previously placed on hospice for declining health and complications from parkinson¿s disease. During hospice care, the patient was able to undergo ccpd therapy with low fill volumes for comfort at home. The cause of the patient¿s death was not reported to the outpatient clinic, but it was believed the patient expired due to complications from parkinson¿s disease and overall declining health that was unrelated to pd therapy. Additionally, it was confirmed the patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak, catch-post hipot, patient hipot, current leakage, and valve actuation testing and was found to meet product specifications. A patient pressure sensor calibration test was also performed and the cycler was found to be within tolerance. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patients death. The cause of the patients death can be attributed to complications from parkinsons disease as reported by a medical professional. This is further evidenced by hospice placement for the same condition. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a source or contributor to this event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patients adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away of natural causes while connected to the cycler. Upon follow up, the patients peritoneal dialysis registered nurse (pdrn) reported this patient expired at home. The patient was found by family while connected to the liberty select cycler. It was unknown if emergency services were activated; however, it was stated the patient was previously placed on hospice for declining health and complications from parkinsons disease. During hospice care, the patient was able to undergo ccpd therapy with low fill volumes for comfort at home. The cause of the patients death was not reported to the outpatient clinic, but it was believed the patient expired due to complications from parkinsons disease and overall declining health that was unrelated to pd therapy. Additionally, it was confirmed the patients death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).